Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. It was unable to test for motor error alarm or perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. The motor passed the motor test. Device had a scratched display window, cracked case at display window upper right, lower left and lower right corners, cracked reservoir tube lip and broken belt clip slot. No moisture damage noted on electronic assembly or on motor.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and she could not clear it as the buttons were not responding. Blood glucose value was 465 mg/dl; treated with manual injection. The customer stated her blood glucose was high due to running out of insulin while sleeping. The customer also reported she received a button error alarm. The drive support cap is recessed. The device was not exposed to a magnetic field. The customer mentioned she wears the device in her bra. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.